Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2019-00423; 114812, s807 - pain, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient was approximately 7-8 years postoperative from a discovery elbow system implantation when they began experiencing increasing elbow pain. Workup revealed a periprosthetic joint infection, and the patient was started on antibiotic therapy. Prior to the planned surgical intervention, it was reported that the interlocking pin associated with the polyethylene bearing of the ulnar component extruded through the wound site.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.